Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with exudate at the percutaneous lead exit site and tenderness around the exit site. Wound cultures were positive for staphylococcus aureus. A topical dressing change was performed. Intravenous flucloxacillin (2 grams) was given four times per day. The patient's white blood cell count was 12,800 per microliter of blood. The level of c-reactive protein was 50 milligrams per liter. The patient remains in the hospital. No further information was provided.